Manufacturer narrative:
(B)(4), concomitant medical products: architect ict pre-amp board photo coupler lots 0834 and 0840. (B)(4), new (B)(4) process impacted the long term reliability of the photo couplers which degrade slowly over time. The cause of the architect analyzer photo coupler degradation issue was due to a new manufacturing (B)(4) process implemented by the supplier. Abbott issued a product correction letter to all customers with affected instrument serial numbers and implemented a mandatory technical service bulletin to inspect ict pre amp boards and replace if needed.

Event description:
Abbott field service inspected the architect analyzer at the customer facility per mandatory technical service bulletin and replaced the architect ict pre-amp board as required. There was no impact to patient management.